Event description:
We received a report that an intraocular lens (iol) was explanted from the patient's right eye after he experienced halos and glare. It was reported that the incision was not enlarged to remove the device.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection with the unaided eye shows the return sample is cut in pieces, most probably to make explant possible. Visual inspection using a microscope at 12x magnification shows the lens can be identified as tecnis multifocal acrylic 3-piece intra ocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. The optic is damaged and scratches are present. Manufacturing records were reviewed. Device history records (DHR) show the iol was produced with no nonconformances or deviations. There were non-conforming materials reports, no process and /or material changes. All pertinent information available to the manufacturer has been submitted.